Manufacturer narrative:
Correction information provided in d.4. Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The plunger lock is still in place in the device, the lens stop has been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The lens was still in the loading area. The plunger will not advance with the plunger lock in place. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). Removal of the plunger lock is necessary for plunger and lens advancement. The IFU instructs to remove the blue colored plunger lock by gripping and pulling it straight up and away from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of intraocular lens (iol) injector stuck. The lens was not injected into the eye.